Event description:
The technician reported the nurse call does not function. No pt injury reported.

Manufacturer narrative:
The technician found the cause to be the side com power control board. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. The technician replaced the side com power control board assembly to resolve the issue. Based on this info, no further action is required.